Event description:
A customer reported via phone call indicating that they had air bubbles in their reservoir compartment. The customer stated that they were hospitalized for a high blood glucose level of 780 mg/dl. The customer was hospitalized on (B)(6) 2015 at 630 pm. The customer was wearing the insulin pump during their hospital stay. The customer was assisted with troubleshooting to push the air bubbles out of the reservoir. The customer was assisted with changing the fixed prime and was advised to change the reservoir set. The customer was sent new sets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.